Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly during an attempt at externally pacing the pt, the device would not pace. No other info regarding the alleged malfunction has been provided. The pt was not resuscitated.